Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the teeth worn on the swivel sleeve and the sleeve would not rotate. The nylon washers and the retaining rings were worn. Components will be replaced each time preventive maintenance is performed. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1018 mayfield swivel adaptor for service and repair because the teeth were worn on the swivel sleeve.